Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 7-jul-2017, the fse cleaned and lubed the sorter cup pick-up z-axis and verified all alignments. Several sorter tests were run to verify proper operation, in addition to ten triiodothyroxine test cups with a sample cup of wash. All performed without error. The analyzer was verified fully operational. The most probable cause of the reported event was a dirty sorter cup z-axis.

Event description:
On (B)(6) 2017, the customer reported receiving error 4053, sorter - z home overrun, for three days on their aia-900 analyzer. The issue prevented passing calibration. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.